Event description:
The patient was being prepared for prone position. The md was checking the c prone headrest for stability when the chin rest broke off before the patient was turned from supine to prone. This was recognized immediately and removed from service. The device was returned to the manufacturer. No harm to the patient.